Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was found to have a thrombus adjacent to the impella. The patient was shown to have bilateral upper extremity edema present. Vascular surgery has been consulted for possible removal of clot.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Only the clinical report was avaialable for investigation. The cause of this issue is patient condition as edema and clot was discovered in the patient's body. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.